Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a network communication issue. The technical service engineer found there were no further issues found and checked the datasync on the current. The system functioned as intended after the technical service engineer verified the device.

Event description:
It was reported that when using the pyxis medstation es system, it had a communication issue. Station on critical override the customer reported that an issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.